Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the pusher wire, introducer sheath and main coil were returned for analysis. The main coil and pusher wire were interlocked within introducer sheath. Pusher wire was kinked. The main coil was noticed stuck, after being released it was observed kinked and severely stretched. The introducer sheath was inspected, and no damages were found. Functional inspection: the main coil was stuck within introducer sheath it was necessary to cut the introducer sheath in order to release the main coil. Microscopic inspection: pusher wire. The proximal end has a smooth surface. The interlocking arm was inspected, no anomalies were noticed. For the main coil, the zap tip has a smooth surface and the interlocking arm was inspected, no damages found. Dimensional inspection revealed that the overall dimension (od) of the pusher wire, distal solder joint, mid solder joint, distal tfe and proximal tfe were within specifications. For the main coil, the zap tip (od), and primary coil (od) matches with specifications. However, the number of fiber bundles did not match with the specification.

Event description:
Reportable based on device investigations completed on 28dec2021. It was reported that the device was kinked. The target lesion was located in the splenic artery. A 22mm x 60cm pe-f idc interlock embolics was selected for use. During the procedure, it was noted that after hydrating the interlock with heparin, it was tried delivered through the microcatheter, however, the device was difficult to deliver. After multiple attempts, the push rod of the device and the outer plastic catheter were kinked and deformed. The device was simply pulled out and the procedure was completed with a different device. There were no complications reported and the patient is stable. However, device analysis revealed that there were missing fiber bundles.